Manufacturer narrative:
The distal axium pushwire segment was returned broken into three segments with the implant coil still attached and was not retained by the release wire. It is possible that the separation of the release wire from the proximal segment of the pushwire containing the actuator interface crimp may have contributed to the event; however, the cause for the separation could not be determined. There was a break in the release wire between the middle and the distal segments and was likely due to the break in the pushwire at an incorrect location for a manual detachment attempt (via hypotube). The break at the incorrect location showed jagged edges which may have caused the release to break when pulled against. The implant coil successfully detached subsequent to pulling back the release wire, and all parts of the pushwire which could affect the detachment were within specifications. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. Note: per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual detachment method (via hypotube). (B)(4).

Event description:
Medtronic (B)(4) received information regarding an incident with a manufactured device. Treatment of ruptured aneurysm in left posterior communicating artery (p com). It was reported the fourth axium coil was unable to detach. It was removed from the patient. No further information provided. No patient injury was reported as a result of the procedure.